Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that balloon rupture occurred. A 2.75mm x 12mm nc emerge balloon catheter was advanced for dilation but it could not cross the lesion. However, it was noted that the balloon ruptured due to heavily calcified lesion. The procedure was completed with a different device. There were no patient complications reported. Patient was in good condition.